Manufacturer narrative:
Investigation: the reported defect was confirmed in sample received, however; after evaluating the sample, the damage found in the catheter could be related with the assembly of the cannula in our process or per an incorrect activation of the device by user, since that during the activation this device is performed from adapter clear prn, it makes that the memory of material (tubing) will cause a ¿sling shot¿ sending the needle to his original position resulting catheter damaged causing leakage. Although the damage in the catheter is not appreciated correctly by the excess of blood in the catheter, we could associate to the mfg. Process. Incorrect assembly of the cannula in the catheter, causing damage and leak. DHR for lot number 6179738 was reviewed and no qns or other events were related to the complaint stated by the customer. Material 383313 with lot number 6179738 was manufactured on july 11, 2016. According to sampling plan applied for product performance, this lot was accepted and released. During this batch 105 samples were taken by qa tech, for performed leak test in catheter/inserter assembly, no leaks were found. During this batch 990 samples were taken by qa tech, for performed leak test between connections the product in final assembly, no leaks were found. Additionally all functional test meets specification criteria requested during manufacturing. Bd was able to confirm and/or duplicate the indicated failure mode.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd saf-t-intima IV catheter safety system leaked during use. There was no report of exposure to mucous membranes, injury or medical interventions.